Event description:
This is a case that was reported to baxter (B)(4) from (B)(6) hospital as follows. It was reported that a patient, (B)(6), attended a peritoneal dialysis (pd) nurse on (B)(6) 2012 with abdominal pain and cloudy effluent. The patient was admitted to hospital on (B)(6) 2012 and on the same day, a pd effluent sample was sent to the lab. The patient was treated with the standard peritonitis protocol of vancomycin, 1.5grams, ip (intraperitoneally) and ciproxin, 500mg bd. The patient was discharged from hospital 3 days later on (B)(6) 2012 as the patient was feeling much better. As reported, antibiotics continue and the patient will return to the ward on (B)(6) 2012 for further effluent pd testing. Per the nurse, the patient is on 1 bag of extraneal nightly, 1 bags of dianeal 1.36% 5000ml nightly and 1 bags of dianeal 2.27% 5000ml nightly for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the pd nurse, (B)(6) hospital, reported that the patient also uses a dianeal 2.27% capd manual bag in the afternoon which she had not mentioned before. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the root cause was not identified. Since the batch number was not available and the sample was not returned to baxter, we are unable to investigate this complaint and were unable to determine how the problem may have occurred. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.